Manufacturer narrative:
The reported device has not yet been received for evaluation. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2026, it was reported that dr. (B)(6) stated that a blue button shed off of a silent nite device. The reported device was sent back to glidewell for a remake. Additional information received reported that then 68 year old, female patient woke up, she noticed that the anchors were broken off. She called the office to notify them on (B)(6) 2026 and she was instructed to stop using the device. The patient took the device into the office a few days later and the office reported it to glidewell and returned the device. There was no injury to the patient and no medical intervention was required.